Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9024971. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally a photograph has been for review by our team of quality engineers. The picture shows a q-syte device where septum outer edge is slightly damaged causing a small chuck of septum material to hang on the side. The issue has been confirmed. Based solely on a review of the photograph our engineers were unfortunately not able to determine the root cause for the observed damage.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system adapter septum was found to have ruptured when disconnecting the extension tube after the infusion. The following information was provided by the initial reporter, translated from chinese to english: "after disconnecting the extension tube, the septum was found to have ruptured.".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system adapter septum was found to have ruptured when disconnecting the extension tube after the infusion. The following information was provided by the initial reporter, translated from (B)(6) to english: "after disconnecting the extension tube, the septum was found to have ruptured."